Event description:
During shoulder case, the sales rep reported that the pt rec'd a burn about the size of a quarter from the ground pad. The pad used was the recommended valley lab pad and was placed on the pt's thigh. No other info is available for this incident.

Manufacturer narrative:
Generator passed all functional tests and was within specifications. No problem found.